Event description:
The customer reported that an object described as white ceramic pads fell off the device jaws and into the patient cavity. The objects were retrieved from the patient and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.